Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer (fse) verified the issue and confirmed that the device was powering down unexpectedly. Upon inspection, it was discovered that the auxiliary half height drawer 1.1 was causing the problem. The drawer board was replaced, and the system was rebooted and updated with the latest firmware. The hardware was tested in hardware test application, and the customer successfully completed their inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. The customer attempted troubleshooting by rebooting the station and verified that 4eastsw was showing offline in remote smart service (rss). The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.